Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.50 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to low vaulting and permanent loss of bcva. The lens was replaced with a longer lens and the problem was resolved.